Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the package was turned over. After bd received the customer sample of the bd insyte" autoguard" shielded IV catheter, it was determined that the package was open, thus a sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Four sample units were received for evaluation by our quality engineer team. Upon examination, all of the units were partially open at both ends of the blister packaging. The samples were analyzed under uv light, as the adhesive used is uv fluorescent. The analysis revealed an adequate amount of top web adhesive. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect of package seal integrity poor. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. Received four unused iag 22ga units in partially opened packages and one empty opened package. One unit and the empty package were from the lot number 6210736. One unit from the lot number 5195576. One unit from the lot number; 6266547. One unit from the lot number 6348791. Visual/microscopic examination: samples from lot 6210736: the package of the unused unit was partially opened at both ends of the blister pack. The empty package was peeled opened approximately half of its length. Sample from lot 5195576: the package was partially opened at both ends of the blister pack. Sample from lot 5266547: the package was partially opened at both ends of the blister pack. Sample from lot 6348791: the package was partially opened at the both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8 seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. The defect package seal integrity poor/questionable, as stated in the event description was confirmed with the returned units. No anomalies were found and all the process characteristics that directly influence the seal strength were observed to be within specification. The units were acceptable per specification requirements. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA (B)(4) has been opened to investigate the package open seal defects and implement corrective actions.

Manufacturer narrative:
Additional information: lot numbers. Multiple lot numbers added: there were multiple lot numbers reported to be involved, in addition to the original lot number reported. The information for each lot number is as follows: medical device lot #: 5195576, medical device expiration date: 2018-06-30, device manufacture date: 2015-07-14, medical device lot #: 6266547, medical device expiration date: 2019-08-31, device manufacture date: 2016-09-22, medical device lot #: 6348791, medical device expiration date: 2019-11-30, device manufacture date: 2016-12-21.